Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap measurements were within specifications. A test battery cap was used for testing. The pump powered on with no alarms. The pump was run for 24 hours and no power issues occurred. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find moisture on the printed circuit board.